Manufacturer narrative:
Correction: updated with corrected information on issue resolution. A system checkout was performed and the issue resolved after cable replacement. The cable was returned to the manufacturer for analysis. The returned cable was found to be in good condition with not apparent physical damage. The cable passed continuity tests with not opens or shorts. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the power/communication cable was replaced. This was discovered during inspection.

Manufacturer narrative:
Additional information: system information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that communication error of the magnetic box occurred. There was no patient present when this issue was identified.